Event description:
It was reported, that post paced t wave oversensing was observed, on the implantable cardioverter defibrillator (ICD). The clinician was to discuss with the physician programming options moving forwards. There were no reported patient symptoms or consequences.